Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a 2.5x28mm stent was implanted in the distal right coronary artery (rca) and a 3.5x15mm xience xpedition stent was deployed in the proximal rca. After post-dilatation of the 3.5x15mm xience stent, an intravascular ultrasound (ivus) catheter was advanced, with resistance, and per ivus, the 3.5x15mm xience stent had moved to the mid-rca. Upon film review and per cath lab, it was noted that the 3.5x15mm xience stent was not well apposed to the proximal rca vessel wall and appeared too small for the vessel. It was also noted, that the guide catheter was deep into the vessel and may have interacted with the 3.5x15mm xience stent, contributing to the stent movement. Further post-dilatation was performed on the 3.5x15mm xience stent and proper stent apposition in the mid-rca was confirmed. There was no adverse patient sequela and there was no clinically significant procedural delay. There was no additional information provided.